Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during the nephrectomy procedure, a u504 probe damage error occurred on the thunderbeat and the probe tip broke and fell into the patient's abdominal cavity. The tip was removed immediately using forceps. The procedure was completed normally because the hospital had stock of the same model. There was no delay in the procedure and no effect on the patient. The product was inspected before the procedure with no abnormalities.

Manufacturer narrative:
This report is being submitted to provide the legal manufacturer's (lm) final investigation results. The subject device was returned to the olympus korea logistic (okr) site by the customer; however, the device was discarded at okr. Therefore, the lm could not perform a physical device evaluation. After reviewing a photo of the subject device, it was confirmed that the probe was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the probe likely broke due to the device contacting other surgical instruments, or non-insulated areas as described in the mechanisms below: mechanism #1 1. During output activation in seal & cut mode, the probe encountered hard tissue, metal, or surgical instruments. This caused scratches on the probe. 2. A force to activate the output in seal & cut mode, or a force to grasp the body tissue was applied to the probe. Therefore, cracks were branching from the scratches on the probe. This also caused a probe damage error (u504). 3. A force was applied to the probe causing it to break. Mechanism #2 1. Grasping section was closed without grasping anything while the device was activating in seal & cut mode (this includes after tissue resection) causing the tissue pad to wear out. 2. Since the tissue pad was worn out, non-insulated area of the grasping section and the distal end of the probe came into contact. 3. The output was activated in seal & cut mode in state of description stated above. This caused scratches (contact marks) on the distal end of the probe and the grasping section. The scratches indicate that the distal end of the probe was contacting the distal end of the grasping section. 4. Cracks starting from scratches (contact marks) due to the seal & cut output or the load of tissue grasping being applied to the probe. This also caused probe damage error (u504). 5. A force was applied to the probe causing it to break. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.